Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary drug-eluting stenting (des) treatment procedure, the stent delivery system (sds) was unable to cross the lesion. The 90% stenosed target lesion which was located in the left anterior descending (lad) artery was pre-dilated with an unknown balloon. The 3.0x24mm taxus express2 des was advanced, but unable to cross the proximal lad. The procedure was completed with a non-bsc device without complications to the patient. The patient's current condition is listed as "good". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic evaluation of the returned device revealed proximal stent damage; two of the stent struts were bent back distally. Visual examination of the tip revealed that it was flared. No kinks or damage were found along the hypotube. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context.